Event description:
Merit tr band (lot # i3275030) was defective, the air would immediately deflate out of the band. A new tr band had to be obtained and placed on the patient while still in the cath lab procedure room.